Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. The lesion was located in the highly calcified left anterior descending artery. The physician advanced the 2.25x28mm taxus liberte atom stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed with another 2.25x28mm taxus liberte atom stent. Patient status is reported as stable. However, the returned product analysis revealed that there was foreign material on the stent.

Manufacturer narrative:
(B)(4). Device evaluation: the returned product consisted of a taxus liberte(mr) stent delivery system (sds). Contrast was visible in the distal shaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire shaft length and no damage was found. There was foreign material found on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)